Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of checking the device the probe was broken at 16 mm from the distal end. Scratches were discovered in the probe. The crack was widening from the scratched area. There were no scratches or contact marks at the non-insulated area of the grasping section. The manufacturing record was reviewed and found no irregularities. From the past similar cases, it is likely the probe broken occurred by the following mechanism: the probe came into contact with a metal object or surgical instruments while the output was activating in seal & cut mode. A force to grasp the tissue was applied to the probe, causing the scratched area to crack. A force was applied to the probe during the procedure. However, the probe did not break, and it was bent at the connected part. A force was applied to the probe when the probe was grasped by the grasping forceps, causing the probe to break. The above device handling has warned in the instruction manual.

Event description:
We received the following report. During a laparoscopic inguinal hernia repair, the subject device was used. At the early stage of the procedure, the user noticed endoscopically that the probe tip of the device was bent. The user tried to retrieve the device from trocar but could not do it. The user inserted the forceps into the patient through another port and grasped the probe tip with the forceps, and then the probe tip broke off. The fragment could be retrieved without falling inside the patient. The intended procedure was completed with another device. There was no patient injury reported.